Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues an artificial urinary sphincter (aus). A revision surgery was performed in which the physician determined the balloon was not functioning although the specific malfunction was unknown. During the procedure a new balloon was implanted. The patient was good following the surgery.